Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the clogged suction cylinder, as there was no forceps passage, which is indicative of insufficient cleaning or reprocessing of the device. There were scrape marks observed on the biopsy channel. The object lens and light guide lenses were chipped, but did not affect the image. The device passed the leak test. There were white dots observed on the video screen. The switch#1 was found cut. There were deep scratches/dents observed on the distal end cover, light guide tube, and insertion tube. The control body was missing s-cover plate. There was low angulations observed on the control knobs. The device was serviced, and returned to the user facility. This report will be updated accordingly as new and significant information becomes available.

Event description:
The user facility reported they experienced an air/water or aspiration problem - foreign material exiting from the air/water nozzle clogged channels; used metal and cleaning brushes to unclog scope with no luck. Also, the camera on distal tip has a scratch, the image on screen shows 3 dots on top corner." There was no patient injury reported.